Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: did any piece or pieces of the firing knob fall into the patient? Not mentioned by the hospital. Will all pieces be returned with the device? Unk.

Event description:
It was reported that during a pancreatectomy, performed by the surgeon, the hand grip broke off. No patient consequence reported.